Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion technical support representative has requested more information from the customer about the alleged faulty component. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, the unit displays ext high ppeak (extended high peak pressure) and circuit occlusion alarms. The issue occurred during maintenance of the suspect device. There is no patient involvement associated with the event.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.